Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and on the second day of use, the insulin gauge displayed that the cartridge was out of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate. The customer consumed food, and reported delayed in delivering a bolus which caused blood glucose (bg) level to elevated to 252 mg/dl. To address the bg level, a correction bolus was delivered. Review of the pump data logs by tandem technical support showed that on (B)(6) 2017, the customer loaded a cartridge with 250 units, and the insulin gauge displayed 215 units after the delivery of approximately 9.5 units. Then, five hours later, the insulin gauge decreased to 185 units and remained static. Reportedly, the customer continued using the pump for insulin therapy.